Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted the alarm message "ventilation unit restarted" on display during ventilation session. There were no patient consequences reported.

Event description:
It was reported that the device posted the alarm message "ventilation unit restarted" on display during ventilation session. There were no patient consequences reported.

Manufacturer narrative:
The log file of the affected device was provided for further investigation on the manufacturer¿s site additionally to the evaluation done by the dräger service. Based on the log file analysis an unexpected restart of the system (ventilation unit and embedded display ecd) including corresponding visual and audible alarms could be confirmed and a temporary deviation within the software was identified to likely be the root cause. The restart was triggered by the safety software in reaction to a detected watchdog failure with respect to the micro processing system. The restart of the system could not be reproduced whilst testing by dräger service. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding the operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to ambient allowing the patient for spontaneous breathing. The auxiliary auditory alarm is activated in order to alert the user of the deviation. After the restart sequence is successfully performed (max. 8 seconds), the evita v600 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of one minute. The user can observe the already resumed ventilation and safety-relevant parameters in the oled-display of the ventilation unit. The alarm message "ventilation unit restarted" will finally be prompted on the screen with an accompanying audible alarm and the auxiliary auditory alarm ceases automatically. The device evita v600 reacted as specified to a detected temporary deviation within the software and triggered a synchronized restart of the ventilation unit and the ecd. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.